Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores that were possibly leaking. The patient's nurses placed bandages over the areas. The patient also reported undergoing chemotherapy. It is not clear if the sores were related to the lifevest or the chemotherapy. The medical outcome is unknown.